Event description:
At the medical ctr, they used an automated compounding machine for the compounding of total parenteral nutrition tpn. The software is called multitask operating system by clintec. The software runs the automix and micromix compounding machines. The automix delivers macronutrients such as glucose, dextrose, water and fats. The micromix delivers the electrolytes, trace minerals, and vitamins. Since 3/01 they have had two incidents that give some concern about the internal operations of the multitask. They test each nutrition bag using a refractive index. This gives a reliable check for glucose and protein concentration. They use a calculated value and compare it against clintec's calculated value. They have had two cases where the value was in disagreement with the clintec's value. Looking deeper into both cases they found that the protein volume was reduced and the water was increased by the same value. This has given great concern because the machine is to help reduce error, but now they have to have more people check for computer reading errors. The final concentration is not what was ordered. Even though there have only been two errors, it has caused much concern. They used to test each tpn for electrolyte content, but discontinued that practice, because they felt the multitask accuracy was good enough to stop testing. They now feel that they may have to reinstate that testing to make sure they are providing the correct solution. When an order is downloaded into the multitask, the system takes a final picture of what info is delivered to multitask. This is called a ran file. In both cases the ran file was correct, but multitask misread the data and changed the numbers. Multitask caused a transposition of values from the protein to the water when it was compounded. They have tried many things to figure out what is causing the change in values. At first they thought it may be electrostatic discharge, but have zeroed that theory out. Next they thought they may have delivered wrong ran files, and that theory was incorrect. They can only conclude that it is somewhere in the multitask system that does not read the information correctly. Because the multitask is relied on as a final source, they feel that this info should be reported to the FDA as an adverse reaction. They have contacted clintec and reported the first incident. They are in the process of reporting the second incident to clintec.